Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that after a device replacement procedure in (B)(6) 2016, the values on the right atrial (ra) lead worsened. The amplitude measurements decreased and threshold measurements increased. A chest x-ray indicated the ra lead had dislodged. As a result, the device was reprogrammed to vvir until a lead revision procedure could be performed. During the revision procedure, fibrous tissue had joined the ra and right ventricular (rv) lead. As the physician did not want to cause a rv lead dislodgement, the decision was made to implant a new ra lead. The existing ra lead was surgically abandoned. No additional adverse patient effects were reported.